Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a sore underneath one of the ECG electrodes. A nurse recommended that the patient use an unknown over-the-counter lotion on the irritation. The patient reported that the irritation healed.